Manufacturer narrative:
It was reported to abbott, a patient underwent a lead revision to address lead migration of both leads. The leads were not explanted. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's lead had migrated. Surgical intervention took place on (B)(6) 2023 where the lead was repositioned. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.